Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their stimulator had gone nuts. Patient said they would be minding their own business, and suddenly the stimulation would be so strong that they couldn't tolerate it, couldn't sit, lay, or walk. Patient then said they had to turn the stimulation down so far so the strong stimulation stopped, that the stimulation would no longer be helping. Patient also said when they didn't have the stimulation, they could barely get out of bed. Agent asked, patient said the issue started maybe not even a month ago, had happened 4 times and was getting more frequent. Patient confirmed they had not had any recent reprogramming or falls. Patient mentioned when the stimulation started overstimulating, they could feel stim up and it felt like practically reverberating from where the leads were. Patient had tried different groups, but the issue happened on all of them. Patient had also not noticed any patterns to when the stimulation would suddenly get strong. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.